Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient explained the medical condition they got their stimulator to help them with was the nerve damage in their leg. The patient stated their baseline pain was on the outside of one leg, thigh, hip behind their kneecap to the outside of their foot/toes. They reported throbbing, cramping and spasming. The patient stated they had not worked in three years as they stated when they walked they were in pain. The more they moved the more it aggravated the pinched sciatic nerve. The patient stated the trial worked but the permanent implant did not hit the area causing pain. The patient stated they met with manufacturer representative (reps) probably a dozen times since implant. The patient stated in (B)(6) they met with a rep and tried high frequency (hf), but this did not work so they were actually scheduled for surgery on (B)(6). To remove the implant, but the surgery was postponed due to workman¿s compensation case red tape. The patient stated they met with several people for troubleshooting. They stated after they healed they started trying and testing, but when their stimulation was on and up the stimulation went to the inside of their thigh then jumped to their stomach and sometimes to their ribs then to their other leg. The patient stated when it hit their stomach it made them feel nauseous and made their gut go weird. The event occurred in 2016 after implant healing. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) indicated that they do not recall or remember if the event occurred or not. They stated that the cause of the patient¿s issues was not determined. The rep mentioned that reprogramming was done, but not for the symptoms that were reported. The patient¿s weight at the time of the event was not known, and it was mentioned that the patient is no longer with the physician associated with their device. No further complications were reported or anticipated.